Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, swelling, infection, damage to surrounding bone and tissue, multiple dislocations and lack of mobility. As a direct and proximate result of defendant's wrongful conduct, acts, omissions, fraudulent misrepresentations and defects in the depuy pinnacle metal on metal hip implant, decedent died on (B)(6) 2014 from cardiopulmonary arrest, consumption coagulopathy, metallosis, and osteoarthritis. Update 12/28/16¿ pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for infection and metallosis/pseudotumors. All implants were removed and spacers were placed. The spacers were exchanged on (B)(6) 2014 and reimplantation was on (B)(6) 2014 (unknown products implanted). Lab values indicated metal ion levels were well below 7ppb. There was no mention of dislocations. The stem and cup are being added to the complaint for the infection and part/lot is being updated for the head/liner. The medical records also indicated a greater trochanter fracture on (B)(6) 2012, but it wasn't treated with an operation. Per litigation the patient experienced a cardiopulmonary arrest and passed away. After review of the medical records the patient did pass away on (B)(6) 2014. The patient experienced several blood clots (dvts and pes) and hematomas of unknown causes which lead to the patient's death. The patient was tested for itp, but the results were negative. The death certificate includes metallosis as a cause of death-metal ion levels were well below 7ppb (mentioned by treating physicians). The patient also had a depuy hip on the left (not revised-covered on (B)(4)). The complaint was updated on:1/16/2017.